Manufacturer narrative:
On june 26, 2020, mentor became aware that patient experienced autoimmune disorder symptoms and breast pain in addition to right side rupture. The patient reported little stamina, my memory and ability to hold onto things (to do lists, etc) in my brain became very sporadic and difficult, my joints began to ache, migraines weekly, diagnosed with idiopathic arthritis , joint swelling, knees swelled up so badly I could not bend them, making insanely stupid mistakes, miscounting things, forgetting what I had just counted, fatigued, pain all over my body, it felt like my body was a deep bruise, it hurt to be touched, diagnosed with fibromyalgia, kidney stones, gal stones, heart palpitations, hard to lose weight,swelling from head to toe, sensitive to scents, skin is dry, hair loss, nails are brittle, hands are so dry, fingers peel, digestion is the biggest mess ever, I have ¿extra¿ stomach acid , I live like I have the stomach flu, gerd, I¿m nauseated often during the day now, no sex drive, intermittent restless legs, cannot lay or sit or stand in any one position for very long, extremely weak, have frequent infections, yeast infections, uti, skin infections, infection bumps, have all the symptoms of my thyroid not functioning, I have constant allergies, tons of drainage that leads to a persistent non-productive cough every few months, I have inflamed nasal passages, constantly dealing with a runny nose, stuffy nose, I do not get over illnesses, my immune system is not functional, I get sick and I will be half functional for weeks, night sweats even when I¿m cold, my temperature is never regulated, my eyes burn, eyes are dry, dizzy spells, vertigo, unexplained motion sickness even on land, vision issues, brain fog, dental health has declined so much, mouth bleeds, nose bleeds, forgetful, can't sleep, my sensation is off, I am either not hungry at all or absolutely starving feeling sick like I haven¿t eaten in days, urinating issues, my sweat is toxic, premature aging, slow healing of cuts and scrapes, easy bruising, difficulty breathing, difficulty swallowing, choking, metallic taste, ibs, fevers, intolerant to heat and cold, persistent bacterial infections, vaginosis, fungal infections, skin rashes, ear ringing, sudden food intolerance, slow muscle recovery after activity. Swollen and tender lymph nodes, discolored hands, discolored feet, depression and panic attacks, anxiety, and feeling like I am dying, ra diagnosis, right breast capsule calcification. Hence, patient codes under field h6 has been updated to autoimmune reaction and pain on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 9, 2023 and per clinician's review of the information on (B)(6) 2023, patient code breast pain was removed from both sides as per correct coding criteria, breast pain cannot be concurrently coded with autoimmune disorder. In addition, "pain" has been captured in the previous quarterly report note. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast implant illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision reconstruction breast surgery with 700cc mentor memorygel breast implants on both sides and experienced breast implant rupture on her right side, and breast implant illness postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.